Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient indicates that their therapy doesn't seem to be working for a couple of weeks. At that time, patient had noticed they were not feeling stimulation sensation and checked therapy status and therapy was off. Reviewed therapy may turn off if the ins battery gets low and will need to be turned back on again after charging the ins. Patient turned therapy back on but it has not resolved the lack of therapeutic effect. Patient was on program 2 but could not increase amplitude any higher comfortably. Previously when patient had increased it caused their toes to curl so they decreased back down which resolved the issue. Patient changed to program 3 and has not noticed any improvement. Patient reports no falls or traumas. Patient plans to limit their fluid intake in the evenings to see if this helps. Reviewed considerations to try different programs and recommended patient follow up with managing physician if not resolved.